Event description:
It was reported on (B)(6) 2025, this PICC was placed for infusion of medication because the patient's peripheral vascular condition was poor and venous access could not be established; after placement, the patient complained of pain and discomfort, so the catheter was removed. After the catheter was removed, it was found that the catheter was shorter than the normal catheter, and it was suspected that the catheter had fallen into the patient's blood vessel, and then the patient was arranged to undergo an angiographic ultrasound to rule out the possibility of a broken catheter. After the ultrasound examination, it was found that there was a catheter in the patient's blood vessel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.